Manufacturer narrative:
The device was returned to conmed for evaluation. Visual inspection found the product packaging had an opening on the short straight seal adjacent the devices trocar tube. A packaging engineer stated the seal transfer in the area of the complaint was larger than 1/4". This open spot in the production seal area caused a breach in sterility and was most likely created by the device after packaging/shipping. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history showed no prior complaints have been reported for this issue. During this same time frame, (B)(4) devices have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
The reported cd7150g- trocar kit is expected to be returned to conmed corporation for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The distributor in (B)(4) reported that during inspection of incoming products, one dilating trocar kit was discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. This report is raise as a product malfunction with potential for patient injury.